Event description:
The customer reported that the fluoroscopy switched off three times during an exam. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The high voltage cable was regreased. The system was then found to be operating as intended.